Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the system showed a low cutting speed after the vitrectomy probe was connected, and it did not start the cutting normally. After replacing it with a second probe, the vitrectomy probe was still unable to cut and aspirate properly, even when the cutting speed was reduced to 3000 cuts per minute during vitrectomy surgery. The procedure was completed on the same day after replacing the product with a new one. There was no patient impact.